Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was not mode switching which necessitating programming changes. Atrial flutter was not being sensed by the right atrial (ra) lead and the configuration settings of the lead were altered. The device began mode switching appropriately. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.